Event description:
It was reported that during a ptca/stent procedure, a multilink stent was unable to cross a predilated proximal circumflex lesion. The sds was pulled back into the guiding catheter (contrary to "IFU") and the stent separated from the delivery system. The stent was retrieved with a snare device.